Event description:
It was reported that the procedure was to treat a mildly calcified and mildly tortuous right coronary artery. Pre-dilatation was performed and a xience alpine stent delivery system could not cross the lesion. Several attempts were made without success, so the sds was pulled back into the jr5 guiding catheter when the stent dislodged. An unknown size balloon was able to engage the stent and push it to the lesion where it was deployed. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide catheter: jr5. The device was returned for analysis. The stent dislodgement was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.